Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose reading of 140 mg/dl from their freestyle lite meter. Customer reported thirty minutes later, she experienced symptoms of hallucination, frightening, shakiness, dizziness, loss of consciousness and seizure. Paramedics were called and they treated customer with sugar and intravenous medication. Customer was transported to northwest hospital where she was being diagnosed with severe hypoglycemia and treated with intravenous fluids, sugar and medication for pain and nausea. There was no report of death or permanent impairment associated with this case.